Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podj coil). During the procedure, the physician successfully deployed and detached multiple ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). The physician then wanted to use a podj coil as the last coil. While attempting to advance the podj coil through the lantern, the technologist experienced tension and resistance. The podj coil was then removed. While working on the sterile table, the physician forced the tip of the podj coil out the end of its introducer sheath; however, the coil was unable to retract back into its introducer sheath and unintentionally detached inside the introducer sheath. Therefore, the procedure was successfully completed using a new podj coil and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush but did flush the lantern after each coil. There was no report of an adverse effect to the patient.